Event description:
A malfunction was reported with a pump after the customer accidentally dropped it. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy.